Event description:
A greenfield filter was implanted on (B)(6) 1999. On (B)(6) 2020 the patient had a CT of their abdomen. The imaging showed that the apex of the filter is at the level of the renal veins. There is a slight tilt of the filter with the apex lying against the posterior wall of the inferior vena cava. Struts of the filter extend beyond the wall of the inferior vena cava from1-2mm.